Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had 2 sensors fail. They are using the device in bg run mode. The user has been doing finger sticks and entering blood glucose. The user measured 500 mg/dl bg by fingerstick and was advised to input this number into the device. The user stated that ketones are at moderate and bg reduced to 493 mg/dl. The user reconnected later, and bg reduced to 250 mg/dl, and the sensor was now working fine. The user was advised to reach out to hcp. There was no further intervention required for this case.